Event description:
The customer's son reported receiving an error message on their freestyle flash meter and as a result of being unable to test, the customer self-dosed with 24 units of lantus and became hypoglycemic. Although the caller reported his mother was seen at a local hospital and diagnosed with hypoglycemia, the reported treatment consisted of insulin and unknown intravenous solution. The caller also reported the customer had a stroke and was transferred to another hospital. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.